Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented to the clinic for a follow-up. Upon interrogation, the atrial and ventricular leads exhibited two noise episodes. All electrical measurements were stable. No adverse consequences were reported.